Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No unexpected numbers scrolling during our testing noted. The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No prime or fill anomaly noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.

Event description:
It was reported that the numbers on the insulin pump continued to scroll without input while attempting to perform a fixed prime. The batteries were removed from the insulin pump and placed back in and the buttons became unresponsive. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.